Event description:
It was reported that loss of capture was observed on stored episodes of non-sustained oversensing. No lead anomalies were seen on x-ray. A decrease in r-wave amplitude was also noted. Programming changes were made. Patient is not dependent. The patient condition was fine.